Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist aligned the server 1 probes, cleaned the probes with sodium hydroxide and primed them. The ccc specialist washed the cuvette and ran quick check, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran all service methods for server 1 and determined that sample 1 mix and service test for sample probe failed. The cse replaced the sample 1 mixer and probe and ran quick check and service methods, which were acceptable. The cse also ran quality controls and patient samples, which were acceptable. The cse then replaced the aliquot probe as a precautionary measure, aligned the bottom of cuvette for sample 1 and reagent 2 probes and ran probe test. The cse ran calibrations, quality controls and precision testing, which were acceptable. The cause of the discordant glu and mg results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result from the alternate dimension vista instrument was reported to the physician(s). While a siemens customer service engineer (cse) was at the customer site to perform troubleshooting, a sample which resulted discordant for magnesium (mg) was run and the result correlated with an alternate dimension vista instrument. It is unknown if the initial or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu and mg results.

Manufacturer narrative:
The initial MDR 2517506-2016-00534 was filed on december 28, 2016. Additional information (01/03/2017): a siemens headquarters support center specialist reviewed the instrument data and service report and determined that the cause of the discordant results was due to the malfunction of the sample 1 mixer.